Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the 5mm scope was inserted into the trocar, it would leak, the duckbill flap did not come back together throughout the whole case until the surgeon rubbed around the seal and then it would come back together. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.